Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this subcutaneous ICD system presented with a pocket infection. Due to the covid 19 lockdown, a programmer has been difficult to obtain. The physician stated the intent to explant the device at a later date, pending programmer availability. Follow-up confirmed the system was explanted. No return of any product is expected and no resulting adverse patient effects were reported.